Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient and her spouse were on their way to the hospital for lab work when the patient started to feel hypoglycemic, sweating and increased heart rate. She performed a fingerstick bg and it was 40 mg/dl but her cgm displayed 167 mg/dl. She went to the emergency department instead of the laboratory and received unspecified medication to increase her blood glucose level. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.